Manufacturer narrative:
According to the facility, "after circumcision, bell fell off child as if it had cut, instead of compressed tissue. No initial bleeding. Bleeding noted in nursery was treated wtih pressure 10 minutes and additional surgicel, then pressure." It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, "after circumcision, bell fell off child as if it had cut, instead of compressed tissue. No initial bleeding. Bleeding noted in nursery was treated wtih pressure 10 minutes and additional surgicel, then pressure."